Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had 4 low flow alarms, and the flow were about 1 point below normal operating values, the patient denied symptoms. Log files were submitted for review and captured intermittent low flow estimates with high pulsatility index (pi) and sustained low flow alarms on 28july2024 and 29july2024. The estimated flow was fluctuating below 2.5 liter per minute (lpm). The estimated flow were averaging from 2.2 to 2.4 lpm and pi was averaging from 6.7 to 12.3 during these events. The cause of the low flows was identified to be right ventricular failure. The onset of the right heart failure was identified via an echocardiogram post implant on (B)(6) 2024. A device related issue did not cause or contribute to the right heart failure. The patient was started on milrinone, and the low flow resolved. There were no patient symptoms.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms. Although a specific cause for these events could not conclusively be determined through this evaluation, the account reported that the alarms were due right ventricular failure (rvf). A direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported rvf could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2024. Low flow hazard alarms were captured on (B)(6) 2024, which were associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. It was reported that the patient was asymptomatic. The rvf was first documented on an echocardiogram performed on (B)(6) 2024. A device related issue did not cause or contribute to the rvf. The patient was started on heart failure medication. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.